Event description:
Location of the incident:(B)(6). Description of the incident: according to the doctor, a surgery was performed for a total hip arthroplasty (pinacle-corail cementless). After the lapse of time, the patient was admitted for revision due to the broke away of the liner (on the order of the arrows at 5-7 o'clock). On (B)(6) 2022, a second revision operation was performed (the liner was rotated), a new liner was installed. As a result of the incident, the patient required two revision surgeries and insertion of liners. Device: marathon polyethylene acetabular liner (pinnacle hip solutions); code, lot unknown (request made to the clinic). Device photo - not available. This complaint was registered earlier (# (B)(4), registration date (B)(6) 2022). The clinic did not notify the device code and lot in a timely manner. When moving the complaint to "intake complete" status, unknown_syn was erroneously selected when specifying the involved device (instead of unknown_jrn), but ecm system does not allow possible to change a code of device from another business in the complaint card. Complaint re-registered. Doi: (B)(6) 2020. Dor: (B)(6) 2022. Unknown side.

Manufacturer narrative:
(B)(4). Please confirm the primary surgery date or the original implantation date. - primary total left hip arthroplasty was made (B)(6) 2018; revision was (B)(6) 2020. Repeat revision was made (B)(6) 2022. Please confirm the 1st revision surgery date: (B)(6) 2020 (intraoperatively: the femoral and acetabular components are stable, the liner is unstable, the component was removed with fragments.). Was there any surgical delay? If yes, what was the duration? What was the event date?: (B)(6) 2022 (the liner was deployed and a crack was found in the area of the arrow to 5-7 hours). Please provide the surgeon¿s name. Please provide patient details. Is the reported product available for return? Yes, or no?: no. Please provide the product code and lot number of the cup and liner. - the clinic did not provide information. Was there any patient harms or adverse symptoms that the patient experiencing which led to revision? Is the cup available for return? Yes, or no? No. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.